Manufacturer narrative:
Initial MDR 2432235-2025-00024 was filed on 20-jan-2025. Additional information (03-apr-2025): siemens completed the investigation and concluded that the cause of the falsely elevated enzymatic creatinine 3 (ecre3) result was due to an instrument malfunction during sample processing. Siemens has performed the necessary troubleshooting, monitored the performance of the atellica ch 930 analyzer, and confirmed that the analyzer was operational after performing repeat testing. No further evaluation is required. Correction: siemens updated sections d1, d2, d4, g1, g3, g4, h4, h5, h6, and h8 to reflect the investigation conclusion.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated enzymatic creatinine_3 (ecre3) result obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported one (1) erroneously elevated enzymatic creatinine_3 (ecre3) patient sample result obtained on an atellica ch 930 analyzer. The erroneously elevated result was not reported to the physician. The same sample was reprocessed on the original atellica ch 930 analyzer and a lower result was obtained. The lower result was considered correct and not reported to the physician(s). The customer reported >22 mmol/l as the correct result to the physician for this patient. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated enzymatic creatinine_3 (ecre3) result.

Manufacturer narrative:
Initial MDR 2432235-2025-00024 was filed on 20-jan-2025. Supplemental MDR 2432235-2025-00024_s1 was filed on 16-apr-2025. Additional information (05-jun-2025): the FDA sent an inquiry to siemens via email, asking for more information about the software issue that led to the dilution error. Siemens responded via email, and on 05-jun-2025, the FDA asked for this additional information to be documented in a supplemental medical device report (MDR). Siemens healthcare identified a software (sw) anomaly when the atellica solution chemistry (ch930) analyzer sw triggers an auto rerun dilution; the serial dilution does not have the same priority as the initial test if the initial test is a stat. The serial dilution always has a routine priority. If a serial dilution is created, then a significant number of stat orders are received; the routine priority test will not be aspirated until the stat tests are aspirated. If the routine dilution waits long enough to be aspirated, the system washes and reuses the dilution cuvette, but the sw does not cancel the routine test order. This behavior is limited to the atellica solution ch analyzer and isolated to how the customer site is running on the atellica solution ch. This is a lab automation customer site that runs most of their routine tests as stats, which is a very uncommon workflow. Running all tests as stats significantly decreases instrument throughput because the sw cannot launch tests in random access to maximize throughput. Siemens identified this behavior can only occur on analytes that use serial dilutions, particularly when serial dilutions are ordered just before a large incoming order of stat tests. This behavior was addressed by siemens in sw version 1.28.0. As mentioned above, running all tests as stats is unusual and significantly decreases instrument throughput. The customer noted in this MDR has been updated to sw 1.28.1. The cause of the discordant enzymatic creatinine_3 (ecre3) result on one (1) patient sample was a software behavior related to an unusual workflow scenario. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.